Manufacturer narrative:
One sample was received for quality evaluation. Visual inspection indicates that the drip chamber separated from the tubing. The drip chamber was missing from the sample submitted. Under magnification the tubing does not appear to have any bonding solvent on the joint location. The customer complaint of separation was confirmed. The investigation was forwarded to manufacturing for root cause analysis. After the investigation, the root cause was determined to be that the assembly fixture was not used properly. Additionally, the bonding method was not performed correctly. To address this issue, an increased number of production line samples will be inspected to insure proper assembly of the drip chamber. A device history record review for model 2420-0007 and the possible lot numbers was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had separated. The following information was provided by the initial reporter: the IV tubing spike/collection chamber detached from an IV fluid bag with tubing that had already been primed. This resulted in the collection chamber falling off and fluid spilling. No patient was impacted by this incident.